Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 4d2 tower door had a ghost failure. The field service engineer assisted the user remotely with opening the door and recovered the ghost failure to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system tower door 4d2 failed to open, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4d2 tower door had a ghost failure. The field service engineer assisted the user remotely with opening the door and recovered the ghost failure to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system tower door 4d2 failed to open, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.